Event description:
It was reported that a patient's right ventricular lead exhibited loss of sensing, loss of capture, and a high impedance that is out of range. The lead was explanted and replaced. The patient was stable.